Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: replacement of the ascending thoracic aorta for acute type a dissecting aneurysm was performed on (B)(6) 2021. Aortic dissection from the entry of the descending aorta and a non-communicating aortic dissection from the entry to the proximal side of the descending aorta were confirmed on 16apr2021. Dissection was confirmed from the peripheral side of the entry to both cias. The complication in form of left leg ischemia had occurred. The patient underwent a tevar (thoracic endovascular aortic repair) the same day. The physician planned to implant a zta-p-30-155-w1 (complaint device) just below the left subclavian artery in the non-dissociated part and close the entry of the descending aorta. After that, it was planned to implant a gzsd-36-164-2 distally to the complaint with 1 stent overlap. A gzsd-36-123-2 was planned to be implanted if needed. Two sets of abbott's perclose proglide were used and 9fr 11cm sheath was inserted from the right femoral artery. A stiff wire guide was inserted, and the sheath was removed. The physician prepared the complaint device according to IFU and attempted to insert the delivery system over the wire guide but felt resistance when the tip of the sheath was about to be inserted in the vessel. He removed the delivery system and confirmed no gap between the sheath tip and the dilator. He inserted the delivery system again, but he felt resistance again. He removed the delivery system and confirmed deformation on the sheath tip. It was reported that the right femoral artery was incised on (B)(6) 2021. The device was replaced, and the procedure was successfully completed. The complaint device zta-p-30-155-w1 was returned and evaluated. Per the device evaluation compression on the sheath, indentations on the sheath tip and the divergence distance from the sheath tip to the dilator tip observed and measured during the device evaluation is possible an outcome of resistance experienced when inserting the zta-p-30-155-w1 into the access vessel. Review of the device history record gave no indication of the device being produced out of specification. According to IFU: ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur¿. The cause of inability to advance the delivery system could not be determined. However, it is possible that previous incision of access vessel has contributed to the reported event. It is noticed that zta devices are used in patient with dissection. This is outside of intended use for zta. After investigation the event for this pr# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016 investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2021: aortic dissection developed from the entry of the descending aorta (at the upper side of th7), and there was a non-communicating aortic dissection from the entry to the proximal side of the descending aorta. Dissection was confirmed from the peripheral side of the entry to the both cias. There was a complication of left leg ischemia. Original plan of tevar: since the access was narrow, around 7 mm, although it was a dissociated case, the user planned to close the entry with zenith alpha thoracic, and place gzsd to the peripheral side of zenith alpha thoracic. The user planned to place zta-p-30-155-w1 (e4057166) just below the left subclavian artery in the non-dissociated part and close the entry of the descending aorta(on the upper edge th7). After that, place gzsd-36-164-2 (e4056326) from the distal side of the zta-p-30-155-w1 with overlapping one stent length. If needed, place gzsd-36-123-2. Procedure: two sets of abbott's perclose proglide were used and 9fr11cm sheath was inserted from the right femoral artery. A stiff wire guide was inserted and the sheath was removed. The user prepared zta-p-30-155-w1 (e4057166) as written in the IFU and tried to insert the delivery system over the wire guide but he felt resistance. Therefore the user removed the delivery system and confirmed no gap between the sheath tip and the dilator. He inserted the delivery system but he felt resistance again. He removed the delivery system and confirmed deformation on the sheath tip, so the device was not used. The right femoral artery was incised during the ascending replacement performed on april 12, and the user tried to insert a 16fr dry seal sheath, considering the possibility of adhesion, and it was possible to insert it. Since there was only one zta-p-30-155-w1 on standby, the plan was changed to place a graft from the proximal side of the descending aorta. Considering the risk of tear due to the proximal side of barestent of zta-p, zta-de-26-104-w1 (e4058128) was placed first from the proximal descending aorta and then, zta-p-26-105-w1 (e4058128) was placed and the proximal barestent was inside the zta-de-26-104-w1 (e4058128). Finally, gzsd-36-164-2 (e4056326) was placed in the distal side of the zta-p-26-105-w1. The user confirmed the improvement of blood flow in the left leg, and the procedure was completed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.